Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient¿s controller ¿cannot find device¿ when it was turned on. The patient took the batteries out, reinserted them, and it still could not find device. The patient was going to call their healthcare provider. It was noted that the trial began on (B)(6) 2018. On a second call, the patient reported that they talked with a nurse due to their device not working and having so much pain in that area. The patient stated they were told by the nurse to go to the emergency room as they should not be having so much pain. On a third call, it was reported that the patient was in the emergency room because of the amount of pain they were in. A nurse called because the patient stated that they thought something had become dislodged and that may be what was causing their pain. Reducing stimulation was explained to see if that would offer some relief. No further complications were reported.